Event description:
Information received indicates the bed does not have trendelenburg, reverse trendelenburg or hi/low functions working.

Manufacturer narrative:
The technician replaced the logic board to repair the bed.